Manufacturer narrative:
The device was received and evaluated. A tear was observed on the exposed portion of the soft cannula, however, the timing and cause of the damage cold not be determined. It could not be determined if the damage affected the delivery of insulin. A timeout was observed in the download data. No other damages or defects were found that could contribute to a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 22 mmol/l (396 mg/dl). The pod was worn on the patient's arm for longer than 48 hours. As treatment, a new pod was applied.